Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the cables at the instrument's wrist were not damaged. The instrument was placed on a is3000 system and driven. Recognition and engagement passed. The instrument moved intuitively with full range of motions in all directions. The grips opened and closed properly. Functional performance testing did not find any issues. An additional observation not reported were deep scratches on the main tube. The scratches were .086 - .23 in length and not aligned with the tube axis. Black tube insulation was also damaged at the distal end. Insulation was gouged on one side and had a section missing above the snake wrist. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removed ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, a broken wire was sticking out at the distal end of a thoracic grasper instrument identified during set up. The instrument was not used in the case. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.